Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 169 mg/dl at the time of the call. The customer used glucose tablets and was given intravenous glucose to treat. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed as the customer believes the pump over delivered insulin, and has not worn the pump since the low incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. The insulin pump was received with intermittent esc and up arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. The insulin pump was received with cracked case at the display window corners, display window and battery tube threads. The insulin pump was received with minor scratched display window and case.